Event description:
It was reported that, after a tha was performed on (B)(6) 2018, the patient experienced dislocation and/or subluxation of the joint prosthesis. This adverse event was treated by a revision surgery on (B)(6) 2018. During this procedure, the oxonium fem hd 12/14 28 mm +0 was explanted and exchanged with competitors' devices. The patient's outcome is unknown. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent either a revision or re-revision surgery where a polarcup shell was part of the hip construct. As such, no further information will be available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this reported event was derived from the national joint registry UK summary report for polarcup as part of a retrospective data collection. As such, no further information will be available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was reported could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in the warnings and precautions, that correct selection of the neck length and cup, and stem positioning, are important. Muscle looseness and/or malpositioning of components may result in dislocation. Also, instructions for use establishes that patients should be warned against unassisted activity, particularly use of toilet facilities and other activities requiring excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).